Event description:
It was reported to philips that the system was unable to boot. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency treatment procedure was performed when the issue happened, and the procedure was completed as planned and moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that system was unable to boot. As a troubleshooting action, rse found that os of the host-pc was corrupt. To resolve the problem, customer reloading the os app of the host-pc. After reloading os, the system was returned to use in good working. The codes were updated based on the investigation outcome. Evaluation method code was corrected.